Manufacturer narrative:
(B)(6). Follow up for device evaluation: it was reported there are indentations on the packaging. To aid in the investigation, two samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. One sample is from lot 4354258, and one sample is from lot 5003597. A visual inspection was performed with 30x magnification. The packaging blister bottom webs have two rows of small bumps that are 3/8" from each other. One packaging blister bottom web has the number '8' and the other packaging blister bottom web has the number '5.' The dots are not perforations, and the numbers are not defects. The photo provided shows the sample received. A device history record review was completed for provided material number 302832, lots 4354258 and 5003597. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The production line, including packaging, was validated and confirmed the products are sterile. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptoms reported by the customer are confirmed but are not defects.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 302832 batch#: 4354258 and 5003597. Verbatim: some clinical staff have raised concerns regarding some indentations in the packaging of bd sterile 30cc syringe. Ref and lot #s provided in email header. Please view the picture below. We have encountered at least 2 impacted lots. There appears to be a series of dots and a number that create indentations on the packaging and clinical staff are concerned that this could potentially compromise the integrity of the packaging. Have you had any other sites raise concerns? Are you able to provide any information?